Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (4 mg/ml at 1.82 mg/day) via an implantable pump for an unknown indication for use. It was reported the patient felt bad, and a rotor test was performed. It was stated the pump failed the rotor test; the motor rotated 30 degrees instead of 60. The event date was stated to be (B)(6) 2018. A catheter test with contrast was done, and was okay. Surgical intervention did not occur, but it was unknown if it was planned. The hcp would decide the next step; there was a probable pump replacement. The issue was not resolved. The patient status was alive - no injury. When prompted for contributing factors, the response provided was, "no." No further complications were reported. Additional information was received. It was confirmed a 0.01 ml priming bolus with a duration of 1 minute was programmed; the process was repeated 2 times. No alarms were observed in the pump logs. The pump logs were requested, and the response received was, "the pump is implant at patient at this moment but not logs when I read the n-vision." The hcp was still thinking about the next step.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No more refills had occurred. The hcp filled the pump with physiological solution and set the pump to minimal infusion.